Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that two of the flow sensor pins were stuck in the flow sensor connector. The pins were removed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'no inspiratory flow sensor', following calibration of the flow sensor. There was no report of patient involvement.